Event description:
A malfunction alarm was reported with a code of malf 12, but there was no indication of the customer¿s blood glucose level exceeding 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The issue did not recur after the pump was reset following guidance from technical support. The customer was advised to continue using the pump and to contact support if the malfunction recurs.